Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a return of symptoms and that they had met with a manufacture representative to receive new programs one month ago ((B)(6) 2016). The patient reported that their implantable neurostimulator was working well for a long time but their symptoms had returned after having pelvic radiation for cancer which set off a firestorm of issues with their intestines. The patient increased stimulation on program 4 from 4.8 to 5.8 but it did not work for them the night prior to the day of the report. The patient reported that they had a computed tomography scan. It was noted that from (B)(6) 2015 to (B)(6) 2016 "it had damaged their colon." They also noted that part of the problem was the muscle was "no good."

Event description:
Additional information was received from the patient and healthcare professional (hcp) that indicated that the patient had adjustments made by the hcp on (B)(6) 2016. It was also noted that significant changes in programs was made by the rep on (B)(6) 2016. It was stated that the patient would be re-evaluated. The patient mentioned that so far it was going better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.